Event description:
It was reported that insulin leaked from the adapter of the infusion device resulting in elevated blood glucose levels. This issue occurred with 3 adapters from the same lot number. The patient's blood glucose level was around 270 mg/dl. The patient's father provided insulin via pen and the blood glucose level normalized. The patient's blood glucose level normalized completely after changing the adapter to a new lot number.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.